Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their ins "just stopped working, will not take charge." The patient had not followed-up with a healthcare provider.

Event description:
The consumer implanted for failed back surgery syndrome reported starting in (B)(6) 2014 they were not able to connect to their stimulator and recharge. The patient had a loss of stimulation. In 2015, about one year ago the patient started feeling electric pain shooting up their back from the stimulator site; this was a sudden change. The patient did not have a physician at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that her device had not worked in 3 years. It was clarified that the implant would not take a charge. The last time that the patient tried to recharge, she did not get anything on the implantable neurostimulator recharger screen and sat there for about 3 hours. It was confirmed that the implantable neurostimulator recharger screen was blank. Both the implantable neurostimulator and implantable neurostimulator recharger would not take a charge. The last time that the patient successfully recharged was about 2014. The patient didn't have stimulation about 3 years ago. The patient was recently sick but could not have a MRI because of her implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.